Event description:
It was reported that the sheath fell apart inside the pt during shoulder surgery. Additional surgery was required to remove pieces of sheath. Sheath expired 09/2008.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and the sample evaluation. Received one sheath for evaluation and investigation. Visual inspection of the returned sheath showed that the sheath broke off at the blue tabs without splitting and that the sheath's material was cracked. The device expiration date is 09/2008. The directions for use (1304266, rev. F) for the sheath states: "while holding catheter tip (1), withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt (2) split sheath and peel away from catheter (3)." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal." No determination can be made as to what may have occurred with this product at this time. We reviewed our device history record, and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot. This issue has been assigned a corrective action ((B)(4)) to investigate the cause of breaking sheaths. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.